Manufacturer narrative:
This report is submitted on january 10, 2017.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit due to a non-device related medical reason; subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.

Manufacturer narrative:
This report is submitted june 02, 2017.